Event description:
A (B)(6) distributor contacted zoll customer support to report that a pt's monitor was displaying a service code 102 (charge profile fault). The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon completion a broken lead was discovered on high-voltage capacitor c21 on the defibrillator board, causing the service code 102. The root cause for the broken lead on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken lead on c21. The pt received a replacement monitor.